Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill bit devices, 3/30/2020. The reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the radiolucent-drive device heated up while being used together with the drill bit devices. It was reported that the patient underwent surgery with ¿mhn¿ (massive hepatic necrosis). It was reported that during the surgery, the user drilled with the drill bit and the radiolucent drive for a long time due to the drill bit being dull. It was reported that the radiolucent drive stopped working suddenly after an abnormal noise. According to the reporter, the device became hot, and so, the user drilled the first hole by switching to freehand. The reporter indicated that the device cooled down to a certain extent, and the user drilled with the device and another drill bit; however, the same issue occurred due to the second drill bit being dull as well. It was further reported that the user drilled the second hole without the radiolucent drive. It was reported that the second hand drill was inserted again by freehand. It was reported that the surgery was delayed by less than thirty minutes. It was reported that the patient was a (B)(6) male with bone metastasis. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all the pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined, and no problem detected. If additional information should become available, a supplemental medwatch will be submitted accordingly.